Event description:
The vitrectomy cutter tip broke in the patient's eye during surgery. The tip was removed with no injury to the patient.

Manufacturer narrative:
The tip of the outer needle shaft is broken off exposing the tip of the inner needle inside.